Event description:
The autopulse displayed error 7 on power up. The lifeband is stretched out and the autopulse will not retract the band.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll on (B)(4) 2012 and was analyzed. The reported problem was verified. Both load cells were defective and they were replaced. The autopulse passed final test. No adverse event was reported.